Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported experiencing low blood glucose at night. He also requested a new insulin pump. The customer was advised that he would have his insulin pump replaced with one that does not include the scroll wrap feature that was on recall. No additional information provided.